Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: upon examination, the pump battery compartment was found to be cracked from the threads to the case seal. The pump was powered on and the pump keypad buttons were found to be intermittently responding to button presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the keypad and battery compartment issues, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the keypad buttons were responding intermittently and the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(6) 2014.